Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h.10.

Event description:
It was reported that during use with bd precisionglide¿ needle the needle broke off and insulin leaked. The following information was provided by the initial reporter: it was reported by the customer that they filled the syringe with insulin and then the needle broke off somehow and caused the insulin to come out of the syringe.

Event description:
It was reported that during use with bd precisionglide¿ needle the needle broke off and insulin leaked. The following information was provided by the initial reporter: it was reported by the customer that they filled the syringe with insulin and then the needle broke off somehow and caused the insulin to come out of the syringe.

Manufacturer narrative:
D.4. Medical device lot #: 220515 was reported, however, this is not a lot# manufactured for this product. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.